Manufacturer narrative:
The investigation is currently in progress. The investigation results will be submitted in a supplemental MDR.

Event description:
It was reported the device would not hold air and would continuously try to fill. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was reported the facility did not save the device. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot number was not reported. Therefore, the most likely root cause is improper connection to pump. The instructions for use (IFU) state: warnings: - it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. - avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: - before beginning the procedure, verify compatibility of all devices and accessories. - prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. - secure the cuff fasteners to ensure that the cuff stays in place during the procedure. - if the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. - inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the device would not hold air and would continuously try to fill. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.